Event description:
Reportedly, upon interrogation of the subject pacemaker, it was observed that the estimated residual longevity was 13 months, and the minimum residual longevity was 8 months. As the pacemaker had already been implanted for 4 years and 8 months, the global estimated longevity would be of 5 years and 9 months (minimum 5 years and 4 months). The physician considered this total battery longevity to be lower than expected with the parameters programming set for this device. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation of the subject pacemaker, it was observed that the estimated residual longevity was 13 months, and the minimum residual longevity was 8 months. As the pacemaker had already been implanted for 4 years and 8 months, the global estimated longevity would be of 5 years and 9 months (minimum 5 years and 4 months). The physician considered this total battery longevity to be lower than expected with the parameters programming set for this device. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.